Manufacturer narrative:
H3 - device evaluation in process. A follow-up report will be submitted upon completion.

Event description:
It was reported that a revision procedure was performed on (B)(6) 2024, utilizing the reform pedicle screw system, to extend an existing construct from a competitor. While attempting to remove the competitor's existing hardware, the tip of the lock-screw torque driver (39-rd-0060) broke. The screw was "helicoptered" out and the procedure was completed successfully.

Event description:
It was reported that a revision procedure was performed on (B)(6) 2024, utilizing the reform pedicle screw system, to extend an existing construct from a competitor. While attempting to remove the competitor's existing hardware, the tip of the lock-screw torque driver (39-rd-0060) broke. The screw was "helicoptered" out and the procedure was completed successfully.

Manufacturer narrative:
H3 device evaluation - the tip of the driver was examined by eye and with the aid of a loop. The fracture plane is skewed relative to the driver's longitudinal axis and multiple fracture planes exist. This type of fracture is indicative of failures due to combination loading. The application of high toque in combination with bending moments are suspected to be the cause for the failure but usage with a competitive design and damage from prior high force application cannot be ruled out as potential contributing factors. It is not believed that the counter torque wrench was used during the explantation of the competitive device. Proper use of a counter torque wrench would mitigate bending moment application. Review of device history records found thirty-three (33) pieces of lot 00351pt released for distribution on 5/15/2022 with no deviation or anomalies. Two-year complaint history review did not reveal a trend for reports of this nature for the reported part number. No corrective actions are recommended.